Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight unknown / not provided . D1: brand name unknown / not provided . D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided . D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided . D6b: explant date unknown / not provided . G4: PMA/510(k) number unknown / not provided . H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth #18 was removed due to the fracture and infection. Office did not place the implant. Patient presents with broken platform and infection around implant. Removed implant, curetted site, and bone grafted. Symptoms / patient impact: abscess.